Event description:
Event or problem: suspected deflation.

Event description:
Operative report for explant surgery in 2005 revealed bilateral gel implants, which were completely deteriorated with no shell present that could be returned to the quality control lab. Pt has produced hutchison device identification card, and states she has never had gel implants. Surgeon has been contacted for clarification but has not returned several phone calls.

Event description:
Deflation of gel (non-hutchinson) breast implant, bilateral exchange with mentor devices. Surgeon attempted to address inconsistencies in operative report. He insists that he removed gel implants from the patient, which were too disintegrated to return to the manufacturer.

Event description:
Deflation gel (non-hutchison) breast implant; bilateral exchange with mentor devices. Surgeon attempted to address inconsistencies in operative report. He insists that he removed gel implants from the pt, which were too disintegrated to return to the MFR.